Event description:
Info received that the bed power cord had exposed wire. No injury reported.

Manufacturer narrative:
Technician found power cord had exposed wires. Replaced the cord to resolve this issue. Bed located in bed shop.